Manufacturer narrative:
The reported device was returned for product evaluation. The product was received inside a plastic bag without its original open packaging. Visual inspection found the device to be in good condition with no abnormalities or faults observed. During functional testing, a syringe and pressure gauge were utilized to fill the cuff with air; no loss of pressure in the cuff was observed. The entire device was then submerged in water. No bubbles (indicating a leak) were found escaping from the device. No fault was found with the returned device; therefore, no evidence was obtained to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The user facility reported that they checked the listed tracheostomy tube for leaks prior to intubation, and no leaks were observed. After an unreported amount of time in patient use, the device was found leaking at the cuff. The device was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained after the initial medwatch was submitted. The following sections have been updated: contact name - (B)(6). Contact health professional - yes. Occupation - nurse. Type of report - follow-up 1. Type of follow-up - correction, additional information. Device evaluated by manufacturer: no: device evaluation anticipated, but not yet begun. Provide narrative - the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.